Event description:
It was reported that over-sensing of noise and low out-of-range pacing impedance were detected on the right ventricular (rv) lead. An insulation anomaly was also noted. The rv lead was capped and replaced on 14 nov 2023. There were no adverse health consequences, the patient was stable.